Event description:
Pt's left shoulder remains symptomatic. Arthroscopic debridement revealed particulate synovitis. The joint was examined and liner had basically worn away. Revision performed in 2002, replacing glenoid components and humeral head.